Event description:
Patient report a left side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, an opening in the posterior side with non-penetrating nicks assessed, as to surgical impact (shell thickness was within specification). And have missing piece of the shell assessed, as to inconclusive. Additional observations: observed, 40 mm dark patch edge material inside gel device. Crease flat observed, in the device. No further actions are required, as the device was implanted.

Event description:
Patient report, a left side rupture. Device has been explanted.